Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the firing knob of the device broke and a component disengaged but did not fall into the patient's cavity. No injury.